Event description:
The hosp reported that the tips of the instrument are weak and broke during use. The instrument was discarded by the hosp and therefore, is not available for eval. The instrument was in contact with the pt, but there was no injury reported. On 5/2/2008 add'l info noted in the communication section of this file indicates that the user facility reported that the tips of the instrument were recovered from the pt.